Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7001 competitor defib lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the right atrial lead had occasional episodes of noise and undersensing. The patient has a history of congenital heart disease and has had reconstructive cardiac work done in the past. The lead remains in service. No patient complications have been reported as a result of this event.